Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a medication packet jammed. The field service engineer removed the packet and recovered the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure and was unable to open. The customer reported able to get medications from another station and no delay in patient workflow. There were no adverse events or injuries reported based on this incident.